Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bsm-1733a would not detect ECG while in patient use. They swapped out the ECG leads and trunk cable, but the issue persisted. They received a "check electrode" followed by an "auto lead change" error message but, after multiple requests for more information, nk was unable to confirm if the errors were immediately seen or displayed after the cable changes. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and repair. During the evaluation, the reported complaint was confirmed and duplicated. The root cause was determined to be the failure of the ECG board. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bsm-1733a would not detect ECG while in patient use. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bsm-1733a would not detect ECG while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm-1733a would not detect ECG while in patient use. They swapped out the ECG leads and trunk cable, but the issue persisted. They received a "check electrode" followed by an "auto lead change" error message but, after multiple requests for more information, nk was unable to confirm if the errors were immediately seen or displayed after the cable changes. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.